Manufacturer narrative:
MDR 3003442380-2024-02180 - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the france. On (B)(6) 2023, it was reported that the patient had 5 occlusion messages, sometimes during boluses, sometimes without any particular manipulation on her part. She spent her saturday all day at over 4g. She therefore changed the catheter 4 times only during the day on saturday, but despite this the occlusions returned. After changing her complete infusion line she no longer had occlusion messages, then her blood sugar levels returned to stable and normal thanks also to pen injections and sporting activity. When removing the first 4 catheters: cannula bent each time, but no separation. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.